Manufacturer narrative:
Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 114445/126282, model/catalog description: phase iii linear lead - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure.